Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter. The catheter was inserted through the faradrive sheath using a versacross connect dilator and placed into the left atrium without issues. Using the opal mapping system a left atrial anatomy and voltage map were created. The ablation was performed in the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv) and right inferior pulmonary vein (ripv) without any issue. After confirming the pulmonary vein isolation, the device was removed from the patient. The patient was kept for overnight observation. Around the midnight, the patient called the nurse complaining about shortness of breath and soon after, began vomiting blood. Subsequently, the patient aspirated blood and went into cardiac arrest. Resuscitation maneuvers were performed but without success.